Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. DHR review: a review of the device history record was completed for sub-assembly# (B)(4), lot 7116607 manufactured from 05-may-17 to 31-may-17 at icam02 machine used in claimed lot 7118819. This lot was reviewed regarding the tests of "foreign matter/ silicone visible¿ and were not evidenced records that could lead to claimed defect. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of "foreign matter/ silicone visible¿ and were not evidenced records that could lead to the claimed defect. One sample was received in (B)(6) and was forwarded for ftir analysis. After analysis performed by (B)(4) of ftir testing results and of the photos it was concluded the this foreign matter found is silicone visible on the catheter. Confirmed: bd was able to confirm the complaint for the defect claimed. Based on the investigation performed can be verified that this complaint could have been caused due to a punctual variation in the application of the silicone on the catheter, but that does not generate a functional problem of the product in the patient besides the alteration of the visual observed in the product.

Event description:
It was reported that bd insyte 24ga x 0.75in contained foreign matter described as "black spot." No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte 24ga x 0.75in contained foreign matter described as "black spot." No serious injury or medical intervention was reported.